Manufacturer narrative:
Date of report: 21dec2018. Date of manufacturer: 19dec2018. The customer declined any further repair/service of the device.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 12dec2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator was failing the extended self test (est) with a air flow accuracy error code. No patient involvement. The event date was not specified; estimate used.